Manufacturer narrative:
The failure related features have been checked to confirm that the part meets the drawing requirements, with the exception of slight deformation of the threads at the distal end with the anodize coating removed. This damage possibly occurred during the attempts to insert the screw into the proximal hole of the nail.

Event description:
The screw could not be inserted in a proximal hol of trigen tan nail, surgery time was extended 30 minutes to one hour.